Event description:
Healthcare professional reported unknown side "issue upon peeling off the outer tyvex, cover the tyvex started to not separate completely around the edges." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: difficult to open or remove packaging material.